Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, concurrently with a right femoral lymph node biopsy due to incarcerated inguinal hernia. It was reported that patient underwent mesh revision on (B)(6) 2012 due to infected right groin neurostimulator. It was reported that patient underwent insertion of on-q pain pump for right inguinal nerve block on 01/16/2013 due to right ilioinguinal neuropathy. It was reported that the patient underwent a mesh removal, removal of foreign body, triple neurectomy, adhesiolysis, laparoscopic recurrent inguinal hernia repair on (B)(6) 2013 due to severe inguinal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent right peripheral nerve stimulation of the ilioinguinal and genitofemoral nerves on (b)(46 2012 due to refractory groin pain s/p herniorrhaphy. It was reported that patient underwent bard 3d max mesh implant on (B)(6) 2013 due to meshoma, neuroma and hernia recurrence concurrently with previously reported mesh removal. No additional information was provided.

Event description:
It was reported by an attorney that a patient underwent a surgical procedure to repair a hernia on (B)(6) 2011 and mesh was implanted. It was reported that he experienced pain, recurrent hernia, tissue & nerve damage, erosion, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that a patient underwent a surgical procedure to repair a hernia on (B)(6) 2011 and mesh was implanted due to incarcerated non-gangrenous inguinal hernia, unilateral. It was reported that the patient underwent right groin exploration and right ilioinguinal neurolysis on (B)(6) 2012 due to right ilioinguinal neuralgia. It was reported that the patient underwent drainage of right groin seroma, repair of recurrent right inguinal hernia and removal of right groin neurostimulator on (B)(6) 2012 due to infected right groin neurostimulator. It was reported that the patient underwent insertion of on-q pain pump for right ilioinguinal nerve block on (B)(6) 2013 due to right ilioinguinal neuropathy.